Event description:
(B)(4). Still having all the same symptoms. No medications have improve my condition.

Event description:
#Medwatcher #(B)(4). Elevated sed rate, abnormal igm levels, muscle and joint pain, extreme fatigue, migraines, I have a ha every day. Numbness and tingling in extremities, decrease in immune system (I was never sick, now I'm sick all the time), stabbing abdominal pain lower quadrants (apart from menstrual cramps) heavy periods, blood clots.